Event description:
Customer reports an infusor contianing 290mg/day of morphine in saline to a total volume of 48ml overinfused over 9 hrs. No serious injury or death reported. No further details provided.